Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set fell off on 22-jun-2024 during use.the infusion set has been used for 5 hours. Patient replaced infusion sets and resumed insulin successfully. No further information was available.